Event description:
The complainant reported that fluid leaked from the rotator connection during high pressure injection for a left ventriculogram procedure. There was no reported harm or injury to the pt or clinicians.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Conclusion: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is complete.